Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern with the product.

Event description:
Patient reported an unknown side rupture, "concern with the product", and a "knot of fluid in the armpits". Patient additionally reported "endless headaches, immune issues"; these events are unrelated to the device. The device remains implanted.